Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went to their healthcare provider (hcp) on (B)(6) 2019 because it didn't seem to be working right for a long which was clarified as therapy hasn't been working right for a long time; the event was considered a gradual change in therapy/symptoms. At the appointment, an x-ray was taken which showed the lead was disconnected from the ins. They added that therapy was wonderful at first but more and more symptoms came back (frequent urination and urgency). The patient added that they fell on their knees about two months ago. Patient is scheduled for surgery to correct the lead wire on (B)(6) 2019. No further patient complications have been reported as a result of this event.